Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that, "the patient is given intravenous fluids as required by the patient's condition. The patient's vein is not ideal, and the catheter is given a central venous catheter resistant to high pressure infusion port (long-term catheterization in the body can be lifelong), and after the catheter is successfully placed, a disposable implantable drug delivery device (commonly known as butterfly needle) is connected to the central venous catheter for long-term infusion. 3-23 replace the butterfly needle, infusion and sealing the tube normally. 3-27 infusion, flat film, butterfly needle in place, poor blood withdrawal, smooth blood return after pressing the butterfly needle, about 1 hour later, a little edema under the skin was found during the inspection, considering extravasation, the butterfly needle partially slipped out, the patient's muscle tension was high, considering that the patient was fat, the butterfly needle size was not enough, and the required depth could not be reached, the butterfly needle was replaced and re-punctured, and observed. Harm to the patient: pain in re-puncture due to resetting of the needle."